Event description:
It was reported that the pump volume was too low. There was no adverse impact to the customer¿s blood glucose level. Customer will continue using current pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.